Event description:
It was reported that a power injectable microbore non-dehp catheter extension set with one-link neutral luer activated device would not flow. The reporter stated that the ¿blood is not coming off the line.¿ this occurred while attempting to draw blood from a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.